Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
((B)(6) 2017) litigation alleges the patient had a depuy pinnacle hip implanted in the right hip on (B)(6) 2010 with no part/lot numbers provided and no invoice found. The litigation alleges hip and back pain, as well as harmful levels of cobalt and chromium in blood stream. Unknown liner, head, and stem reported for pain and elevated metal ions.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 28, 2017: in addition to what was previously alleged, pfs alleges discomfort. After review of the medical records, there is no new information. Product codes and lot numbers were updated. This complaint was updated on aug 9, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.